Event description:
It was reported by the customer in china that during an acl (anterior cruciate ligament) reconstruction procedure on (B)(6) 2022, it was observed that the omnispan meniscal repair system/27 degree device would not fire again after the first firing and then it was found that the needle was broken. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
UDI: (B)(4). Initial reporter facility name: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary :the product was returned to mitek for evaluation and a photo was provided. Mitek then conducted visual inspection of device received and photo provided by customer. Visual observation revealed that one anchor is off the suture therefore, it was not deployed; no anomalies were found in the suture. The needle was broken in the middle section and the silicon sleeve was remaining on each piece; bent condition and wear marks were found near the broken part. The photo provided by the customer showed the same condition found during the physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 8l74381, and no nonconformances were identified. According with the visual inspection results, this complaint can be confirmed. The possible root cause for the reported failure can be attributed by mechanical deformation leading to ductile overload. As per IFU, it is important to use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. The fracture surface away from the laser marks was composed of micro void coalescence, which is evidence of a ductile fracture mode. The region immediately underneath the laser mark contained a solidification structure indicating microstructural change. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.